Event description:
It was reported that cracks were observed in the freezer bag during processing of a stem cell unit, allowing the cord blood product to leak out of the bag.

Manufacturer narrative:
Device eval started, but not yet completed.